Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge. There was no adverse impact to customer's blood glucose level. Additional information was not provided. The customer did not have available supplies to complete troubleshooting with tandem technical support. The customer reverted to an alternate method of insulin therapy in the meantime.